Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell and fractured his hip. Doctor asked to have poly liner implants available because the patient has a mom liner in. A 40mm 8.5 metal head was removed as well as a 56x40 metal liner. Unable to retrieve any lot numbers because they were scuffed up during removal. Doctor implanted a 56x36 neutral altrx liner along with a smith and nephew stem. No original op note was provided as the patient had first surgery at a different facility. No other information was available. He have provided all the information that was given to him. Original implant date unknown. Doi: unknown: dor: (B)(6) 2020 (unknown hip).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.